Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) partially inserted into a 20 ga introducer needle as well as a lidstock for evaluation. Visual inspection of the sample returned revealed two bends and one kink in the swg body. Microscopic examination of the swg confirmed both welds were present and fully spherical. Visual inspection of the introducer needle did not reveal any defects or anomalies. The bends/kinks in the swg body measured 10 mm, 420 mm, and 430 mm from the proximal weld. The total length of the swg measured 451 mm, which is within specifications of 449.2-458.8 mm per swg product drawing. The outer diameter of the swg measured 0.611 mm, which is within specifications of 0.610-0.635 mm per swg product drawing. The outer diameter of the introducer needle measured 0.0357" which is within specifications of 0.0355"-0.0360" per needle cannula product drawing. The inner diameter of the introducer needle measured 0.027", which is within specifications of 0.0270"-0.0285" per needle cannula product drawing. The swg was inserted into the returned introducer needle to functionally test. The undamaged sections of the swg were able to pass completely through the needle with minimal resistance. A manual tug test confirmed both welds were secure. A device history record review was performed with no relevant findings found. The instructions for use (IFU) provided with this kit warns the user, "use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter together as a unit. Use of excessive force may damage catheter or spring-wire guide. To reduce the risk of spring-wire guide damage, do not retract spring wire guide against edge of needle while in vessel." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire had two bends and one kink present in its body. No damage was noted to the introducer needle. The sample passed all relevant dimensional and functional testing. A device history record review was performed with no relevant findings. Based on the customer description and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: the spring wire guide was stuck in the needle and kinked in the vessel. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the spring wire guide was stuck in the needle and kinked in the vessel. No patient injury or complication reported. The patient's condition is reported as fine.